Event description:
There is no adverse event associated with this complaint. The pump was returned because the pump would skip the load step when the patient attempted to complete the rewind, load, and prime sequence. Evaluation revealed a contaminated force sensor and that the force sensor resistance was high. This incident is being reported based on the evaluation results.

Manufacturer narrative:
(B)(6). The pump was evaluated by animas on (B)(6) 2012. Investigation revealed that the force sensor plate was contaminated. The force sensor resistance reading was out of specifications. The pump was loaded with a filled cartridge; the pump was unable to detect the cartridge. (B)(4).